Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on aviva combo system compared to a professional meter within 10 minutes: 83 mg/dl and 77 mg/dl (aviva combo system) and 38 mg/dl (professional meter). Customer had hypoglycemic symptoms of screaming and was "angry" at the time of the 83 mg/dl and 77 mg/dl results. An ambulance was called and the ambulance meter produced the 38 mg/dl result. The customer was treated with a "glucose infusion" and transported to the hospital. The customer is still currently in the hospital but is "ok." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.